Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer required training on rx verify. A technical support specialist instructed customer on how rx verify works. The system functioned as intended after the technical support specialist trained the user to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, indicating that the item could not be selected. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported based on this event.